Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Upon troubleshooting the unit had a blown 10 amp fuse, the fse powered down the unit and replaced the fuse. The replaced fuse also failed, the fse tried replacing the power supply, and upon power up once again the new 10 amp fuse that is part of the power supply failed. The fse then tried to replace the motor controller pcb, which corrected the issue and the unit powered up fully with no errors. The fse then completed functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that upon power up, the cs300 intra-aortic balloon pump (iabp) had no display and was emitting a continuous alarm. There was no patient involvement, and no adverse event reported. An additional mdrs will be created to address the failure of at installation of the two fuses.

Event description:
It was reported that upon power up, the cs300 intra-aortic balloon pump (iabp) had no display and was emitting a continuous alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: b5 remove - an additional mdrs will be created to address the failure of at installation of the two fuses. Suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. The following investigation was performed by technician of the maquet national repair center (nrc) wayne, nj. The national repair center installed the pcb,motor control into the test fixture and tested the board to factory specifications per the cs300 service manual. The nrc verified the failure of the unit not powering on. The board failed testing. Sending the board to the supplier for failure analysis per procedure. The following was submitted by manager of the maquet failure analysis and testing dept. Wayne, nj. Part pcb,motor control will no longer be sent to the supplier. The supplier is obsolete and incapable of testing this part. We will retain this part and process it for scrap as per procedure.